Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after a peripheral intervention procedure using a 6f sheath. Reportedly, after completing step 4, there was resistance retracting the device. The foot lever was cycled many times and eventually the device came out of the anatomy. The prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.